Event description:
Boston scientific crm received information that this right ventricular lead had dislodged, due to twiddler's syndrome. On (B)(6) 2010 a revision procedure was performed; the lead was successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains implanted. Should additional information become available, an amended report will be submitted.